Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on and has moisture behind the display. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
(B)(4): the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with moisture visible in the display lens. The pump did not power on. The pump history was not able to be downloaded due to moisture ingress. Complete investigation was not possible due to moisture ingress. A leak test was performed, confirming a leak in the case seal. The pump cover was removed for investigation and revealed moisture inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.